Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and secured the connections on the backlight inverter printed circuit boards (pcbs). The ventilator passed self-testing.

Event description:
It was reported that the ventilator's top display was blank. The ventilator was not on a patient at the time of the event.